Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an occlusion alarm was not confirmed or duplicated by baxter service personnel. The root cause of this condition was not determined and no repairs were made to this device for the reported condition. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer reported a flo-gard infusion pump which experienced an occlusion alarm upon power-up in the emergency room. This condition may be a false occlusion alarm. It is unknown if there is any patient involvement. It is unknown if there was any patient injury or medical intervention. No additional information is available at this time.